Manufacturer narrative:
Method: device not returned, follow up with company representative. Product was from trunk stock.

Event description:
It was reported that a patient underwent a kyphoplasty procedure on (B)(6) 2008. During the procedure, expired product was used in the patient. There were no patient complications or adverse events reported. No additional information was reported.